Event description:
Note: the event date is not known. It was reported to boston scientific corporation on march 1, 2010 that extractor retrieval balloon was used in an ercp(endoscopic retrograde cholangiopancreatography) procedure (event date, patient weight, age and gender are all unknown). According to the complaint, during the procedure the physician was using the balloon to extract stones when the balloon burst. The procedure was completed with another extractor balloon. There were no patient complications and the patient's condition as been described as "stable." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4). Not returned.